Event description:
It was reported that this pacemaker fell out from its normal pocket area upon rolling over. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.